Event description:
"Epidural infusion, line running, connected to patinet, brown foreign body found in line. Infusion stopped immediately and epidural bag changed." There was no reported adverse patient effects.